Manufacturer narrative:
Investigation summary: one mz1000 sample was received for investigation in opened packaging from lot 21015542. No connecting products were received to assist the investigation in this instance. The customer confirmed that the product had been in use for approximately 15 days prior to the leakage being observed. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from a crack to the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 21015542 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed that the product had been in use for approximately 15 days and that leakage was observed from the component during infusion of methotrexate. The directions for use of the maxzero recommends the following, "change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations." A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that methotrexate leaked from the bd maxzero¿ needleless connector a couple weeks after starting it. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about leakage of the anticancer agent with the use of mz1000. The customer reported as follows: (B)(6): started the product. (B)(6): leakage was found. The frequency of use is about 10 times per day. The drug used is methotrexate."